Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the level system was on but observed an error message: "venlevel: check module." As a result, an alternate system was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.